Event description:
The following has been reported: "device came to office with air bubble issue. Inspected device and found that it was intermittently alarming, stating an air bubble was present, when there was none. Replaced air bubble sensor. Had problems with agilia partner/computer adding to time. Performed air bubble test and device is working properly." Reporting due to the referenced issue (defective air bubble sensor); no serious injuries were reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. This complaint was registered as part of reported events sent by canadian self-served customers. The device was not returned to brézins as repairs were carried out locally. According to provided repairs information, the air detector was defective and needed to be replaced. However, despite several requests for parts return and attempts to collect additional information, we did not receive anything that would allow us to go further with this investigation. Although we cannot confirm that the air sensor of the reported device was defective due to a product quality issue, please be informed that an internal CAPA is open to address the subject of ""defective air sensor""." This complaint is considered as not confirmed. The trend is abnormal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated an action.